Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported: could not fire. During radical resection of left bowel cancer operation, the device could not fire. The device cdh29a cut but the staples malformed during the surgery. Changed to another device to complete. The operation time was prolonged without obvious harm to the patient. Patient is stable and left from hospital. There were no patient consequences reported. No additional information could be provided.